Event description:
On (B)(6) 2011, husband reported that pt's infusion device does not deliver insulin correctly and this has caused air bubbles to form in the infusion tube. No air bubbles have formed in the insulin cartridge, and pt uses a competitor's infusion set. Husband reported this has been an ongoing concern since pt started this infusion device and that insulin does not drip out of the infusion tube. No error messages were received on the infusion device. Insulin does not reach temperature before it is used. There was no blood or insulin leakage at the infusion site. Time and basal rates are programmed correctly, and adapter was used within spec. Infusion device, cartridge, and adapter were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.